Manufacturer narrative:
(B)(4).

Event description:
It was reported that the procedure was to treat a saphenous vein graft to the circumflex. The patient was admitted with a myocarial infaction. Balloon angioplasty was performed when there was a perforation noted. A 3.5 x 16 otw graftmaster was implanted to seal the perforation; however, the perforation expanded and there was a leak distal to the stent. A 3.0 x 19 mm graftmaster was implanted distal to the first stent and there was still a leak. A 4.0 x 16 mm graftmaster was implanted distal to the first two stents to successfully seal the perforation. No additional information was provided.

Manufacturer narrative:
(B)(4) - use after expiration. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history record revealed no associated non-conformances that would have caused or contributed to the reported event. A query of the electronic reported from this lot. It should be noted that jostent (otw) graftmaster instructions for use (IFU)states: carefully inspect the sterile package before opening. It is not recommended that the product be used after the use before date. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the otw jostent graftmaster 3.5 x 16 mm mentioned is being filed under a separate manufacturer report number. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.